Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 11-nov-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 1650 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2020 for suspected baclofen withdrawal due to symptoms of increased agitation and increased sweating. The pump was interrogated and no errors were seen on the logs. There was still 7mls of medication in the pump. A catheter dye study was attempted on (B)(6) 2020 and the catheter was unable to be aspirated. Visually through fluoroscopy, there were no "glaring issues" with the catheter. It was noted the catheter was 22 years old and there was an "occluded catheter." A surgical revision was scheduled for (B)(6) 2020. The issue was not considered resolved. The patient's weight was unknown. The patient's status was noted to be alive - with injury, with the injury specified to be baclofen withdrawal. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. Review of the event required a correction be made to this section. The catheter was returned and analysis identified a break in the catheter as well as damage to the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter. The pump was returned and no significant anomalies were found. The catheter was returned and found to be damaged. If information is provided in the future, a supplemental report will be issued.